Event description:
Additional info received from the reporter on 06/12/2014: on (B)(6), I had laparoscopic surgery to remove my fallopian tubes! There was a perforation in my uterus on my left side! Also the coil on my right fallopian tube was perforating through the side of it! I have photos to prove it! A week later, I had a bad uti infection and a severe contact dermatitis that was linked with the nickel in the coils! Had to go to ER twice and be on IV steroids and take steroids at home! It took 4 weeks to clear it up! Have photos of the severe rash! My pain still was there in my back and lower abdominal ! I had terrible pain with sex and it lasted for weeks!! The dr did an xray and CT scan and found a fragment that was left! Due to my severe pain the dr decided to do a hysterectomy ! On (B)(6) 2014, I had a lavh and due to pain control and bleeding that they had to pack twice I was in the hospital for 4 days! The fragment was found on my uterus but it was actually bigger than a fragment it was part of a spring! Have the photos! Had to go back to the e.r. On (B)(6) 2014 for bleeding. Gushing out of me ! Was admitted for paib control ! Still recovering !! Still have pain from surgery!

Event description:
During implanting there was great pain in the left side as well as cramps. These symptoms continued with added symptoms of migraines anxiety severe back pain pelvic pain bladder infection nickel allergy tired update on (B)(6) 2014: my surgery date was (B)(6) 2013! I had a perforation on my uterus on my left side and also my coil on my right coil it perforated through the right side of my fallopian tube! My left side wasn't blocked and wasn't in my uterus at all! I was in so much pain!!! Pregnancies prior to implanting: 5, pregnancies post implanting: 0, hsg performed? Yes. What did it show? Not blocked on left side but blocked in right. Form of contraception between implant and hsg confirmation? Abstinence. Any gyn issues prior to essure? Had an 8 week early baby on (B)(6) and then a d and c on (B)(6), had a bad infection and was on antibiotics due to the led placenta. Any gyn post? Yes, in (B)(6) 2014 before surgery calendar of symptoms. Painful left ovary! Got my tubes removed and coils. When did I get it? (B)(6) 2014 pathology. Was it deemed elective or medically necessary? It's posted not sure medically because of coil perforation! Also perforation in uterus on left side! Remove coils? Yes. Any noticeable impact on surrounding organs? Perforation in uterus and perforation in fallopian tube. Lot a73753. (B)(6) also had you had complications from surgery too. Also on pathology report I had a few cysts!

Event description:
Additional info received from the reporter on 02/24/2014: my surgery date was (B)(6) 2013! I had a perforation on my uterus on my left side and also my coil on my right coil it perforated through the right side of my fallopian tube! My left side wasn't blocked and wasn't in my uterus at all! I was in so much pain!!! Pregnancies prior to implanting 5 pregnancies post implanting. 0 hsg performed? Yes what did it show? Not blocked on left side but blocked in right form of contraception between implant and hsg confirmation? Abstinence any gyn issues prior to essure? Had (B)(6) early baby on (B)(6) and then a d&c on (B)(6) had a bad infection and was on antibiotics due to the led placenta any gyn post? Yes in (B)(6) 2014 before surgery calendar of symptoms. Painful left ovary! Got my tubes removed and coils when did I get it? (B)(6) 2014 pathology was it deemed elective or medically necessary? It's posted not sure medically because of coil perforation! Also perforation in uterus on left side! Remove coils? Yes any noticeable impact on surrounding organs? Perforation in uterus and perforation in fallopian tube lot a73753. (B)(6). Also had you had complications from surgery too. Also on pathology report I had a few cysts!